Manufacturer narrative:
FDA registration number: (B)(4).

Event description:
It was reported that "when dressing was removed on (B)(6) the patient complained of pain. Wound with a small amount of serosanguineous drainage."